Manufacturer narrative:
Model number/catalog number: 72404155, batch/lot number: 0163627015, model/catalog description: reservoir 65 ml pc/iz.

Event description:
It was reported that the patient experienced mechanical issues due to the device not pumping up with an inflatable penile prosthesis (ipp). A revision surgery was performed in which a tear was noticed on the implant. The patient was not reported to have experienced any additional adverse events and was noted to be normal after the procedure. No more information available at the moment. Should additional information become available, it will be provided.